Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical sales manager (csm) reported that the surgeon experienced non-intuitive movement on a vessel sealer extend (vse) instrument and stated that it had been happening on other procedures. Tse asked questions and determined that the issue seemed to be isolated to arm 3, since the vse instrument was typically used in arm 3 by the surgeon. No errors or messages in the logs. Surgeon requested service call. Symptoms were consistent with possible engagement issue. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the carriage assembly was inspected, but no faults could be identified. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to an issue with the presence pins, axes controller carriage logic (accl), or axes controller, carraige rfid (accr).